Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received emergency medical assistance on (B)(6) 2018 with a blood glucose below 20 mg/dl. The customer was at 172 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer's boyfriend gave her juice and took her to the emergency room where she received snacks and glucose. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Prior to the hospitalization, the customer suspected that her insulin pump had been malfunctioning for a week. The customer's blood glucose was high throughout the week, and on the night of their ER visit the boluses appear non-functional until their blood glucose suddenly dropped. Troubleshooting was completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.